Event description:
The customer reported that while the unit was in use on a pt, they accidentally spilled liquid on the unit. The unit stopped pumping and displayed the fault code 50 (software interrupt fault). The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the motor controller board ((B)(4)) which was damaged by the customer's liquid spill. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues. See scanned page.